Manufacturer narrative:
Pump passed the displacement test and failed the self test. Unit alarmed a64 during self test, unable to communicate with test glucose meter and alarmed lost sensor due to faulty y1. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had multiple sensor signal lost alarms. Self test was passed. Customer reported that connection at the beginning worked but then the signal was lost. No harm requiring medical intervention was reported. The insulin pump will not be returned.